Manufacturer narrative:
Section a2, a4 and a5: unknown/ not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Section d6a: implant date: unknown, information not provided. Section d6b: explant date: not applicable, as lens was not explanted. Section e1: email address: unknown/not provided. Section e1: initial reporter telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that foreign material was found in the patient eye during intraocular lens (iol) implant. Reportedly had a clear fiber almost the length of the lens stuck to the lens which had to be cut off with micro scissors inside the eye. No adverse event to the patient. Patient's visual acuity is good and no infection or other issues post op, intraprocedural eye wash out with antibiotics and post op antibiotics administered. No further information available.